Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of over 400 mg/dl and a no delivery alarm. The customer treated with the pump. Customer indicated that they were able to deliver small amounts of insulin only. Troubleshooting explained the alarm and the possible causes. Customer was unable to continue to troubleshoot and indicated that they would call back later. No further details given.